Manufacturer narrative:
The footrest was returned for failure analysis and the reported failure was confirmed. The footrest was installed on the test xi system. The swap and left blue pedals were not working properly when pressed.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the arm swap pedal was not working. The customer stated that the vessel sealer instrument in arm 3 didn't seem to work. When the surgeon pressed the arm swap pedal, the system did not swap from arm 3 to arm 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified no errors. The tse suggested to press the emergency-stop button and recover. The customer performed this but the issue remained. The tse was able to view the log and confirm the arm swap pedal was being engaged along with a tone being heard, but the arm swap function did not work. The tse recommended to power cycle the system. The customer performed this and once the system powered back on, the arm swap function was working as intended. The surgeon was able to use the vessel sealer instrument. The customer called back and reported that error 650 occurred. The caller power cycled the system, and the error did not persist, but the 650 error returned when surgeon was attempting to clamp/fire a sureform stapler instrument. The tse observed in the log that the left blue pedal at the surgeon side console (ssc) was stuck in the down position. The caller confirmed that the surgeon's foot was not on the pedal, and the pedal was physically in the up position. The tse suggested to tap on the pedal, hard power cycle the ssc and/or bring in another ssc. The surgeon elected to continue laparoscopically. The site called back to perform additional troubleshooting. The caller reported that they were getting the 650 error again. The tse reviewed the system log and could see that the left blue pedal was in a constant down status. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) footrest pedal assembly to resolve the reported issue. The system was tested and verified as ready for use. Isi has received a da vinci product associated with this complaint for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. .